Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Image was blurry. Based on the results of the investigation the lens deteriorated, causing humidity to go inside the lens. Humidity in the lens most likely caused the blurry image. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: ¿if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope had a blurry image on the screen. The issue occurred during an unknown therapeutic procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.